Manufacturer narrative:
Physical device was not returned for analysis. Cloud data from the user for the period of 01feb2026-13feb2026 was downloaded and reviewed. The user mentioned seeing large spikes in insulin-on-board (iob) though no user-initiated boluses were delivered. Review of the patient history buffer (phb) data confirmed that sudden increases in iob occurred when no boluses were delivered. The phb data showed that the system was used only in manual mode during this period. The phb data showed instances of the user pausing manual basal insulin delivery. When insulin delivery was paused, the iob increased suddenly. This is expected behavior of the system due to how iob is calculated with respect to the adaptive and expected basal rates. When set to 0 u per hour, the change in expected basal rate results in a sudden increase in iob. The phb data confirmed that no unexpected insulin delivery was occurring leading up to and during these suspension periods. Once insulin delivery was resumed again, iob began tracking normally again based on the user's basal program. No evidence of an unexpected bolus or of any issues with the iob tracking were observed in the available cloud data.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported uncommanded bolus. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported multiple episodes of sudden increase in insulin on board values while operating the omnipod system in manual mode with the abbott libre 3+ continuous glucose monitor. The patient noted that these pods appeared to deliver insulin unexpectedly, increasing insulin on board without a user-initiated bolus. In one instance, the patient noted insulin on board increased from 2.5 units to approximately 4 to 6 units. One episode with a reported glucose value of 600 mg/dl resulted in diabetic ketoacidosis and was documented and reported under internal insulet identifier #(B)(4). No specific blood glucose values were provided for this event. Medical attention was not sought, as a result of this event.